Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for pneumonia that turned into diabetic ketoacidosis with a high blood glucose level of 456 mg/dl. The customer's blood glucose level was at 197 mg/dl during the time of admission. The customer was treated with manual injection. The customer was wearing the pump at the time of hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.